Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the patient¿s implantable cardiac monitor (icm) had both undersensing and oversensing episodes. No intervention was performed and the the patient will be continued to be monitored. The patient was in stable condition.